Event description:
It was reported that the customer was hospitalized with high bgs. Troubleshooting indicated the device was working properly and that the customer had changed the set the night before the incident. Explained the two high bg rule and instructed to change set.